Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the patient's blood glucose (bg) value was in the 40mg/dl range and was hospitalized. There were no reported symptoms. The reporter reviewed the pump history and stated that the patient bolused 15 additional units of insulin via the pump after she already bolused the programmed amount. The patient's mental capacity was reportedly diminished and was not able to follow instructions. It was noted that the patient is currently off the pump. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient had inadvertently given herself an additional bolus. Additionally, the patient was unable to read to instructions due to an unrelated health issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a review of the black box and pump history data for the event on (B)(6) 2012 was overwritten. The total daily dose (tdd) insulin delivery correctly reflected the programmed basal rates. The pump passed the delivery accuracy test and was delivering within the required specifications. There was no indication of a pump malfunction and the reported allegation was caused by use error; the patient had inadvertently given an additional bolus. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.